Event description:
Boston scientific received information that two days post implant this ventricular lead exhibited loss of capture. The patient is asymptomatic at this time. The lead will be revised soon.

Manufacturer narrative:
The lead was successfully revised.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information was received that this ventricular lead was revised due to loss of capture, high thresholds and dislodgement.